Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the clinical diagnosis was the patient had a loss of therapeutic relief which resulted in an unscheduled clinic or office visit on (B)(6) 2015. The patient's entire cervical system was explanted and not replaced on (B)(6) 2015, and the outcome was resolved without sequelae. The event was possibly related to the device or therapy and was not related to the implant procedure. Fluoroscopy revealed the leads did not migrate or fracture. The etiology of the loss of therapeutic relief was not known. Indication for use was reported as spinal pain and complex regional pain syndrome type ii. If additional information is received, a follow-up report will be sent. The above text was previously reported in reg report numbers 3004209178-2015-22603 and 3004209178-2015-22597. The events were merged into this reg report. New information will be submitted in this reg report. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was loss of therapeutic relief and side effects. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The event resulted in an unscheduled clinic or office visit. The patient reported increased anxiety, hypertension, nausea, vomiting, and headache following recharging the device. The etiology was noted as related to the device or therapy and not related to the procedure for the side effects. The etiology was noted as possibly related to the device or therapy and not related to the procedure for the loss of therapeutic effect. Fluoroscopy revealed that the leads did not migrate or fracture. The etiology for the loss of therapeutic effect was not known.

Manufacturer narrative:
Update to serious injury with intervention required. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the health care professional of the clinical study indicated the device was removed. No additional information on removal was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported during implant, low, out of range, impedances were noted. Contacts 5, 6, and 7 were affected. The physician changed the lead multiple times within the generator and retested but was unable to get optimal impedance testing so the physician left the lead in place. The impedance issue was unresolved with no further actions planned. Refer to MFR report #3004209178-2015-13296 for patient's regarding need for implantation of a second device system.